Event description:
(B)(4). Chronic pain, heavy periods, periods in between periods, sharp stabbing pains on both sides, migraines, whole body itching, swelling in hand feet and legs. Irritability, mood swings, fatigue.